Event description:
Information was received via a product liability lawsuit on a plaintiff's short form complaint. It is alleged that a günther tulip vena cava filter was implanted on (B)(6) 2004, into a female patient. A full description of the event had not been provided by the reporter. The master complaint brought by the plaintiff indicates counts of strict liability, including failure to warn and design defect. Negligence, breach of express warranty, breach of implied warranty and loss of consortium.

Manufacturer narrative:
Pt info not provided by reporter. Event date not provider by reporter. Lot#: not provided by reporter. Catalog# not provider by reporter. Expiration date unknown as lot# is unknown. (B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/08/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2004 via the right jugular vein due to thrombus in ivc and concomitant alcohol abuse. Plaintiff is alleging vena cava perforation, bleeding, and organ perforation. Patient alleges successful retrieval on (B)(6) 2014.